Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting it removed') in a female patient who had essure (batch no. 823376-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I am up 75 ibs/gain 50 or 60 lbs/75 ibs heavier") and experienced depression ("depression hit so bad"), mood swings ("mood swings"), pelvic pain ("feel such pain"), genital haemorrhage ("bleed like never before"), nightmare ("nightmare"), fatigue ("fatigued") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, depression, mood swings and nightmare outcome was unknown, the weight increased, fatigue and feeling abnormal had not resolved, the pelvic pain was resolving and the genital haemorrhage had resolved. The reporter considered depression, fatigue, feeling abnormal, genital haemorrhage, medical device removal, mood swings, nightmare, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date of removal :(B)(6) 2018. Lot number reported (823376) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I am up 75 ibs/gain 50 or 60 lbs/75 ibs heavier") and experienced depression ("depression hit so bad"), mood swings ("mood swings"), pelvic pain ("feel such pain"), genital haemorrhage ("bleed like never before"), nightmare ("nightmare"), fatigue ("fatigued") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, depression, mood swings and nightmare outcome was unknown, the weight increased, fatigue and feeling abnormal had not resolved, the pelvic pain was resolving and the genital haemorrhage had resolved. The reporter considered depression, genital haemorrhage, medical device removal, mood swings, nightmare, pelvic pain and weight increased to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: feel such pain, bleed like never before, nightmare and reporter information were updated. On 23-mar-2020: follow up received from social media. Reporter was added. Outcome of weight gain was changed to not recovered. Previously verbatim term I am up 75 ibs/gain 50 or 60 lbs was changed to I am up 75 ibs/gain 50 or 60 lbs/75 ibs heavier. Outcome of pelvic pain female was changed to recovering. Outcome of genital haemorrhage was changed to recovered. Events fatigue and foggy feeling in the head were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting it removed') in a female patient who had essure (batch no. 823376) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I am up 75 ibs/gain 50 or 60 lbs/75 ibs heavier") and experienced depression ("depression hit so bad"), mood swings ("mood swings"), pelvic pain ("feel such pain"), genital hemorrhage ("bleed like never before"), nightmare ("nightmare"), fatigue ("fatigued") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, depression, mood swings and nightmare outcome was unknown, the weight increased, fatigue and feeling abnormal had not resolved, the pelvic pain was resolving and the genital hemorrhage had resolved. The reporter considered depression, fatigue, feeling abnormal, genital hemorrhage, medical device removal, mood swings, nightmare, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date of removal: (B)(6) 2018. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received. Reporter's information added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am getting it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I am up 75 ibs") and experienced depression ("depression hit so bad"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, weight increased and depression outcome was unknown. The reporter considered depression, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.